Manufacturer narrative:
Based on the available information, the results of the investigation confirmed as the implant coil is detached from the delivery pusher. No device anomaly was identified. The most likely root cause for this complaint may be due to the device being detached inadvertently during pre-test as no detachment attempt was stated in the complaint. Reference mvi: (B)(4).

Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Following receipt and completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of a carotid cavernous fistula, the coil prematurely detached. The most distal segment of the coil stayed within the intended site. An attempt was made to retrieve the coil by inserting a micro guidewire into the microcatheter. The coil and microcatheter were successfully retrieved into the guiding catheter. No harm or injury was incurred.